Manufacturer narrative:
The implant was not returned and the customer's complaint could not be verified. Review of device history revealed nothing relevant to this event. The cause of this event could not be determined without device eval.

Event description:
It was reported that the implant broke on insertion. The tip of the implant remains in the pt, however, no adverse consequences were reported from this event. This device is used for treatment.